Manufacturer narrative:
H3: devices will not be returned to manufacturer. They were not retained for examination. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported 3 black silicone stents broke upon removal in unspecified procedure(s) (two times mid-ureter and once, the coil detached in the bladder). Additional information has been requested but is unavailable at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported 3 black silicone stents broke upon removal in unspecified procedure(s) (two times mid-ureter and once, the coil detached in the bladder). It was unclear from the complaint if the breaks were experienced all on one patient or three separate patients. The products were not retained by the customer facility. Additional questions regarding the complaint were relayed to the customer. Despite due diligence on cook¿s part, these questions went unanswered. Reviews of documentation including the quality control (qc) procedures and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did provide a picture of the stent and it can be seen to be broken; however, the encrustation wasn't obvious from the shared photograph. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook was unable to complete a review of the device history record (DHR) for the device lot as it was unknown. A historic complaint search for other complaints for stents from the same lot was also unable to be conducted for the same reason. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions: -do not force set components during placement, replacement, or removal. -carefully remove the set components if any resistance is encountered. -the stent must not remain indwelling more than twelve months. -periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. Potential adverse events: -stent fragmentation.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined due to the lack of information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.